Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. As the physician was straightening the shaft of a 3.50 x 16mm promus premier select stent during unwrapping, the shaft broke. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select mr, ous 3.5x16mm, stent delivery system (sds) was returned for analysis. A visual examination found that the stent was not returned with the sds. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed and not in a folded state. Hardened contrast medium was also evident inside the balloon body. A visual and tactile examination of the device revealed a hypotube break at approximately 189 mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found damage to the tip on one side. This type of damage most likely occurred during handling of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Previously it was reported that as the physician was straightening the shaft of a 3.50 x 16mm promus premier select stent the shaft broke during unwrapping. However, it was further reported that the shaft broke outside the patient after the stent was implanted. No patient complications were reported.